Event description:
Customer reported that a bd pyxis¿ medstation¿ es tower door would not open while a patient was in cardiac arrest. Customer did not disclose if the patient was undergoing a procedure before the reported event. Customer reported that patient care was delayed. Customer stated that they were able to access the undisclosed required by using the station's keys. Patient harm is unknown.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device door had failed. A field service engineer found that latches of the tower doors were tarnished and featured the older white microswitch. Replaced both the latches and cleaned the molex connector contacts to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a pyxis medstation es system tower door would not open while a patient was in cardiac arrest. Customer did not disclose if the patient was undergoing a procedure before the reported event. Customer reported that patient care was delayed. Customer stated that they were able to access the undisclosed required medication by using the station's keys. Patient harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system tower door would not open while a patient was in cardiac arrest. Customer did not disclose if the patient was undergoing a procedure before the reported event. Customer reported that patient care was delayed. Customer stated that they were able to access the undisclosed required medication by using the station's keys. Patient harm was not reported. This event is recorded in complaint number (B)(4) (work order). A field service engineer evaluated the device and reported finding the latches on tower door 2 were tarnished. The field service engineer replaced the door latches and cleaned molex connector contacts. Device tested and confirmed operational by customer.